Manufacturer narrative:
This product is not marketed in the u.s. (B)(4): no code available (pigment dispersion, secondary surgery, lens explant, fixed pupil). Conclusion code: 24-off-label use [anterior endothelium chamber depth < 3.0mm (2.86mm)] (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -9.5/+0.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted, reportedly due to pigment dispersion (more inferior than superior), unreactive (mid-dilated fixed) pupil, and iritis. The surgeon stated he thought the patient may have had an asymptomatic pupil block due to the viscoelastic, but is unable to then explain why it took 2-3 weeks for iritis and pigment dispersion to develop. Attempts to obtain additional information have not been successful.